Event description:
It was reported the patients blood glucose level rose to 267 mg/dl while wearing the pod between 24 and 36 hours. The patient experienced a communication error during operation. No treatment was provided.

Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking, resulting in corrosion, insufficient battery voltages and a hazard alarm. A rerun of the device could not be completed due to several communication issues. A root cause of the reported communication error could not be determined.